Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the cheeks and marionettes starting with the right side. Patient was reviewed 3 weeks later and everything was fine. A little over a month later, the patient contacted the healthcare professional from out of the country after developing swelling to the upper eyelid on the left side that looked like angioedema. Patient saw another doctor who initially treated the patient with prednisone and antihistamines which didn't resolve the symptoms and they got worse. Patient was then put on pyostacine to cover "strep and staph" which did not help. Patient returned to see the healthcare immediately after two weeks out of the country. The healthcare professional confirmed the patient had developed firm red tenderness on the left cheek with small nodule on the medical left cheek. Patient was then given keflex over the next two days with no improvement and worsening of the symptoms. Patient was then switched to clarithromycin and improved in the next 24 hours. The patient was reviewed a week later and all was resolved except for a smaller firm nodule. The patient remained on clarithromycin for another week then contacted the healthcare professional when symptoms became worse again. The patient again had red, warm, tender and "underrated" on the cheek with the nodule being prominent again. Patient was then treated with hyaluronidase. During the treatment, small amounts of pus came out and treatment was stopped for the area to be cleaned. Patient was then given small amounts of local anesthesia for an incision and drainage procedure on the abscess. Pus instantly came out and the nodule went down. The drainage progressed from pus, to pus and blood, and finally just blood. The incision was irrigated with normal saline and bandaged. The healthcare professional told the patient to continue to allow it to drain while using warm soaks. Patient noted instantly feeling better. Patient was then treated with minocycline. Patient had another incision and drainage procedure 2 days later with a more aggressive irrigation with a mix of normal saline and iodine. It was noted that without treatment, the infection and inflammation would be ongoing. Symptoms are ongoing. Patient had been concomitantly taking meloxicam and vitamins.

Event description:
Additional information: it was clarified that there were "inderrated" lumps on the cheeks. Symptoms have resolved.

Manufacturer narrative:
Medwatch sent to FDA on 5/19/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of angioedema, red, tender, firm, warm, nodule, abscess, infection and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of abscess, edema, erythema, infection, inflammation, pain, and skin irritation: precautions for use as a matter of general principle, implantation of medical device is associated with a risk of infection. Undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the cheeks and marionettes starting with the right side. Patient was reviewed 3 weeks later and everything was fine. A little over a month later, the patient contacted the healthcare professional from out of the country after developing swelling to the upper eyelid on the left side that looked like angioedema. Patient saw another doctor who initially treated the patient with prednisone and antihistamines which didn't resolve the symptoms and they got worse. Patient was then put on pyostacine to cover "strep and staph" which did not help. Patient returned to see the healthcare immediately after two weeks out of the country. The healthcare professional confirmed the patient had developed firm red tenderness on the left cheek with small nodule on the medical left cheek. Patient was then given keflex over the next two days with no improvement and worsening of the symptoms. Patient was then switched to clarithromycin and improved in the next 24 hours. The patient was reviewed a week later and all was resolved except for a smaller firm nodule. The patient remained on clarithromycin for another week then contacted the healthcare professional when symptoms became worse again. The patient again had red, warm, tender and "underrated" on the cheek with the nodule being prominent again. Patient was then treated with hyaluronidase. During the treatment, small amounts of pus came out and treatment was stopped for the area to be cleaned. Patient was then given small amounts of local anesthesia for an incision and drainage procedure on the abscess. Pus instantly came out and the nodule went down. The drainage progressed from pus, to pus and blood, and finally just blood. The incision was irrigated with normal saline and bandaged. The healthcare professional told the patient to continue to allow it to drain while using warm soaks. Patient noted instantly feeling better. Patient was then treated with minocycline. Patient had another incision and drainage procedure 2 days later with a more aggressive irrigation with a mix of normal saline and iodine. It was noted that without treatment, the infection and inflammation would be ongoing. Symptoms are ongoing. Patient had been concomitantly taking meloxicam and vitamins.